Event description:
A filter did not open completely following deployment via a femoral approach. Another filter was successfully placed without pt complications. The device remains implanted and is not available for evaluation. Follow up revealed the pt's vena cava was unusually short. At this time co cannot determine if pt anatomy contributed to this event.